Event description:
It was reported that farawave catheter was selected for use. It was mentioned that when the physician was in the left atrium with farawave catheter and rosen wire, at some point was unable to advance or retract wire through lumen of ablation catheter. The device was removed from the body to try and solve the issue without success. Tissue was also seen at the tip of the catheter or guidewire. Thus, the catheter and wire was replaced and the procedure was completed successfully.